Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss reviewed the reasons for an incomplete side cut with the surgeon. The surgeon opted to bring the patient back to complete the procedure at a later date for a prk procedure and believed the likely cause was user error due to not applanation fully to eliminate meniscus. While on site, the surgery center related to the fss that the audible tone signaled at the end of treatment but there was no evidence of a side cut. The fss checked the system to verify side cut retrace, cut gel, and verify energy. The fss verified the side cut retrace value of -10 in system factory settings to be spot on. The z offset calibration was verified at .5, 1.0, and 1.5, cut and measured gel. The fss was not able to duplicate the issue reported and found no issues. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a laser vision correction treatment of the left operative eye, the surgeon noticed an incomplete side cut. The surgery center indicated there was a suction loss. The flap lift and excimer treatment were aborted. The procedure was completed at 2 weeks from original scheduled date by performing a photorefractive keratectomy (prk). The patient¿s visual best corrected visual acuity (bcva) of left eye (os) pre op was 20/15. Post op bcva (os) was 20/20.